Event description:
According to the report of (B)(6) 2012, the patient suffers from nf ii tumor and underwent surgical and radiation therapy treatments. He had been implanted with a ci because of the positive outcome of the promontorial test. However, he could not develop any hearing benefit with the ci. Based on the lack of hearing benefit and the need for further radiation therapy at other parts of the body, the ci was explanted on (B)(6) 2012.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely lack of benefit from the device due to the occurrence of a nf ii tumor. This is a final report.